Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image) due to corrosion around the battery connectors. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests due to the critical pump error. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer was able to clear alarm. Customer was not able to complete rewind. Customer stated that the battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.